Event description:
A customer reported obtaining unexpected negative reactivity with donor units when using blood grouping reagent anti-fya, lot 607019.

Manufacturer narrative:
Immucor in-house testing on retention product confirmed the reactivity of anti-fya, lot 607019, in tube, using panocell-20, lot 51872. Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. Positive reactivity exhibited reactions of 1+ and 2+. We were unable to rule out that customer's vial may have become compromised.